Manufacturer narrative:
On june 21, 2007, we received further information from medicon that the device was involved in an incident. The report stated that the catheter remained in the patient's body. Detachment of the valve. The device was placed. The tricuspid valve and the clip were attached to the catheter according to schedule. The tricuspid valve and the clip were detached from the catheter, and it dropped in the stomach. The event occurred when the patient was given bed-bath by caretaker after feeding in the morning. Changed to MDR reportable. The complaint of the anti-reflux valve detaching is confirmed, user related. Upon receipt at bas the complaint sample shows the tricuspid plastic valve insert has dislodged from the ponsky feeding tube. The tricuspid valve insert is attached to the feeding adapter locking arm and is in its locked armed position. The valve insert site and plastic tricuspid valve insert are unremarkable exhibiting no damage. According to the device instructions for use (IFU) it states, to disconnect the feeding/gastric decompression tube, rotate the locking adapter until the black line on the feeding valve lines up with the black line of the locking adapter. It is essential in order to facilitate a proper removal of the ninety degree feeding adapter that the locking arm is lined up with the recessed tab opening of the plastic tricuspid valve insert. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
In 2007, a break in the catheter due to the catheter detaching from the plug and clip. The indwelling period was 22 days. Medicon's observation: received a plug with clip that connected to a feeding tube, plug cover, and catheter. Akeele. On june 21, 2007, we received further information from medicon that the device was involved in an incident. The report stated, that "the catheter remained in the patient's body. Detachment of the valve. The device was placed. The tricuspid valve and the clip were attached to the catheter according to schedule. The tricuspid valve and the clip were detached from the catheter, and it dropped in the stomach. The event occurred when the patient was given bed-bath by caretaker after feeding in the morning." Changed to MDR reportable.